Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The customer's blood glucose reading was between 15-20 mg/dl at the time of the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The self, prime and high pressure tests passed. The customer stated that he may have over bolused to correct a high blood glucose reading. The customer uses quick-set infusion sets. Nothing further was reported.